Manufacturer narrative:
Fse onsite checked and confirmed by user. Patient had a cardiac arrest, patient was then connected to pads to the defib, the ECG leads were connected to the anesthetic machine. Source on defib was selected to pads, the machine kept on saying no rhythm please continue with CPR, there was a pulse on the anesthetic machine, after some time the machine did give a shock, the shock did not harm the patient. The machine failed to shock when the doctor wanted it to shock. The next day the machine was used and no errors were experienced. Fse checked log onsite, no errors present on 16/11/2023 when incident happened. Fse did performance verification tests. All tests passed. Unit fully operational. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the unit did not deliver shock on AED. The device was in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The same defib delivered shock at a later stage, not when the doctor expected it. No other defib was used. The customer did not provide the other detail clinical information. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.